Event description:
The customer performed a 3-cell screen test with a pt sample on the ortho provue analyzer and indicated that the provue did not interpret reactivity in two gel card microtubes. The customer indicated that they visually reviewed the reaction strength in the gel card microtubes and the provue interpreted weakly positive reactivity as a negative. Results were questioned by a health professional, preventing erroneous results from being reported. However, if this incident were to recur undetected, erroneous results could be reported.

Manufacturer narrative:
A review of photographic images taken at the time of the incident has confirmed the customer complaint. A possible root cause was determined. The gel camera was not adjusted properly, leading to incorrect interpretation of results. An ocd field engineer (fe) visited the site and performed the appropriate alignment and adjustments of the reader camera and optimization of gel camera optics, returning the instrument to its expected operation.